Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient was hospitalized for peritonitis on (B)(6) 2015. The pdrn indicated the patient's peritonitis was due to a break in aseptic technique. The patient was retrained on proper aseptic technique. The patient has been discharged and continues with continuous cycling peritoneal dialysis (ccpd). Medical records have been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions.

Event description:
Medical records reviewed. Patient is a (B)(6) female on continuous cycling peritoneal dialysis. Patient was sent to the emergency room after purulent drainage was obtained during peritoneal dialysis treatment. The patient stated that she had missed dialysis treatment for 3 days due to a malfunctioning peritoneal dialysis catheter. The peritoneal dialysis catheter is not a fresenius manufactured product. The patient stated that for the previous 3 days, she had experienced nausea, vomiting, diarrhea, abdominal discomfort and subsequent severe abdominal pain with some cloudy fluid. In addition, the patient stated she had fever but no chills. The patient was febrile and had a blood pressure of 160/80 and heart rate of 70. The patient was diagnosed with peritonitis and started on antibiotics. Patient was treated with intravenous antibiotics and discharged on (B)(6) 2015 with a prescription for oral ciprofloxacin for home. However, on (B)(6) 2015, the patient returned to the emergency room complaining of abdominal pain, tenderness and bloating. Patient also complaining of cloudy peritoneal dialysis fluid. The patient had not yet finished her treatment for peritonitis. The patient was admitted with spontaneous bacterial peritonitis and the patient's antibiotic treatment was prolonged. Patient was discharged on (B)(6) 2015. Medical records do not contain dialysis treatment flow records, progress notes, discharge summaries or physician orders for review. Medical records do not contain a peritoneal dialysis culture for (B)(6) 2015 hospitalization. Medical records do not indicate a source of the patient's peritonitis. However, the staphylococcus epidermis is an indication that it could be touch contamination peritonitis. It appears that the(B)(6) 2015 peritonitis episode is a continuation of the peritonitis episode of (B)(6) 2015. Patient's antibiotics were prolonged. Medical records do not indicate a causal relationship between the liberty cycler set and the peritonitis. Medical records do not indicate a causal relationship between the peritoneal dialysis solution and the peritonitis.